Event description:
Radiometer reference (B)(4). According to the complaint, the abl90 flex plus analyzer (serial number (B)(6) shut down while running a patient sample. The result did not appear when the analyzer restarted, hence a new was collected and measured on another analyzer.

Manufacturer narrative:
The datalogs provided did not include sufficient information to determine the root cause.